Manufacturer narrative:
(B)(4)

Event description:
Procedure: cholecystectomy. According to the reporter: the device did not open correctly. It was like blocked (no tissue between the jaws). In order to solve the problem a new device was used.

Manufacturer narrative:
(B)(4).